Event description:
The user couldn't hear any more with the device after a trauma occurred which occurred on (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator electronics substrate that is typical for severe external impact to the housing. The investigation results appear to match the problems mentioned in the patient report this is a final report.

Event description:
The user couldn't hear any more with the device after a trauma occurred which occurred on (B)(6) 2023. The user has been reimplanted.